Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2016-01578.

Event description:
Patient's legal counsel reported that patient underwent a left hip revision procedure approximately 11 years post-implantation due to allegations of elevated metal ion levels, pain, metal wear, metal poisoning, bone death, tissue death and lesions. During the procedure, the head was removed and replaced with an active articulation bearing. No further event information available at the time of this report.